Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure additional text: no data being transmitted to display module. Specific component(s) involved: external controller malfunction. Additional text: unusual sounds with self test, no data being sent to display module. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of external controller. Other intervention : implant device type: lvad malfunction device type:.